Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the abdomen. The patient got a low alert from the cgm which was reading 98 mg/dl and the bg reading was 40 mg/dl, directly after the patient had lost consciousness. His wife called emergency medical service. The paramedics treated the patient with glucose. The patient was not taken to the hospital and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.